Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: neither x-rays nor operative notes were provided. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unk. Based on the available info, an exact cause for the reported condition cannot be determined. Should add'l substantive info regarding the case be rec'd, subsequent to complaint closure, the complaint will be re-opened and re-processed at that time. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable.